Manufacturer narrative:
Supplemental report.the customer reported replacing the power supply to correct the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The biomedical engineer reported the power supply was replaced to correct the reported problem.

Event description:
The customer reported that when the ventilator is connected to ac power, the unit shuts down. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to verify power to the power supply and if there is no power to replace the power supply. Pse provided the biomedical engineer with power supply information. The biomedical engineer was contacted multiple times for followup information on repair and patient involvement, with no response received.